Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times after filling the cartridge with insulin during the load process. The customers blood glucose level was (205 mg/dl) the customer took a bolus. Reportedly, the contact had loaded the cartridge with just under 100u. The contact stated to believe that the cartridge was filled with not enough insulin. However, it was not confirmed. The contact was able to add more insulin and completed load successfully.